Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, the trunk connector pins were bent. The cause for the bent connector pins cannot be positively determined but was likely the result of excessive force while the pins were misaligned. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (batteries producing a buzzing sound) has been confirmed. Upon evaluation, the black ground wire was detached from the battery cell. The cause for the detached ground wire cannot be positively determined but was likely the result of an improper soldering. No adverse event resulted from the defective electrode belt connector or defective battery pack. The patient received a replacement electrode belt and battery pack. Device manufacture date: electrode belt sn (B)(4). Battery pack sn (B)(4): 12/2007.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that one of her electrode belt connector pins was broken and that one of her batteries makes a buzzing sound. The patient was provided with a replacement electrode belt and battery pack.